Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a 7 mm extended length endoscope became pixelated and the lighting was poor. The scope was cloudy in one case. The procedure was completed with the same scope. No procedural delay. No patient harm.